Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, due to stress urinary incontinence. It was reported that the patient had vaginal exam under anesthesia and hydrodistension of bladder on (B)(6) 2011.

Manufacturer narrative:
Date sent to FDA: 05/17/2016. It was reported that following insertion the patient experienced urgency, urinary tract infection, nocturia and dysuria. (B)(4).

Manufacturer narrative:
It was reported that the patient experienced incontinence, infections, pelvic pain, and pelvic organ prolapsed. It was reported that the patient underwent mesh removal on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.